Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The m/l taper used with an mmc cup is a compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. The reported. Condition could not be confirmed. With the information provided a specific cause could not be determined. Refer MDR #9613350-2015-00642 for additional information on adverse reaction to metal debris resulting in large fluid collection in the joint and trochanteric area, for the metal articulating surface. The reported (B)(4) design controlled device is used for treatment.

Event description:
It was reported that the pt was revised due to an adverse reaction to metal debris.